Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 829 mg/dl. The customer had nausea, was vomiting, and went into diabetic ketoacidosis. The customer was in the ICU with a blood glucose of 80 mg/dl at the time of the report. The customer's reported that the customer was too groggy to answer questions. The customer was wearing the insulin pump at the time of hospitalization. The customer was staying the hospital overnight.